Event description:
The event is reported as: the customer alleges that the clear tube detached from the purple adapter which attaches to the endotracheal tube. The alleged defect occurred prior to patient use. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.